Manufacturer narrative:
The following article was reviewed: outcomes of balloon-expandable versus self-expandable stent-graft for endovascular repair of iliac aneurysms using iliac branch endoprosthesis. Lima gb, tenorio ER, marcondes gb, khasawneh ma, mendes b, demartinor, shuja f, colglazier j, kalra m, oderich gs, journal of vascular surgery (2021), doi: https://doi.org/10.1016/j.jvs.2021.10.022. Patient age and weight were estimated based on article information. Further details were requested from author, but no information has been made available as of today. Event date was estimated based on article. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following article was reviewed: outcomes of balloon-expandable versus self-expandable stent-graft for endovascular repair of iliac aneurysms using iliac branch endoprosthesis. Lima gb, tenorio ER, marcondes gb, khasawneh ma, mendes b, demartinor, shuja f, colglazier j, kalra m, oderich gs, journal of vascular surgery (2021), doi: https://doi.org/10.1016/j.jvs.2021.10.022. The journal pre-proof is a retrospective, single-center cohort study between 2014 and 2020, to compare outcomes of internal iliac artery (iia) stenting using gore® viabahn® vbx balloon expandable endoprosthesis (besg) or self-expandable stent-grafts (sesg) during endovascular treatment of aortoiliac aneurysms with iliac branch endoprosthesis. Ninety (90) evar treated patients included 108 iliac stenting, implanted were besg in 43 and sesg in 65 targeted iias. Technical success was similar for besg (97%) and sesgs (100%). Mean follow-up was 25±16 months (range 11-34). Besgs were used more frequently during ibe procedures indicated for failed evar, isolated common iliac aneurysms, and iia aneurysms requiring extension into divisional branches. Despite these differences and besg being used outside IFU, both stent types had similar primary patency, freedom from buttock claudication, and freedom from reinterventions. However, besgs were associated with higher rates of iia-related branch instability. Branch instability for besg were: ibe branch disconnection and intervention = 1 complications for the 43 besg group with early secondary intervention = 0.